Manufacturer narrative:
On (B)(4) 2016, the field service engineer (fse) found that the probe backwash cup was not aligned with the probe wash cup (block) causing the leak during. The fse realigned the probe backwash cup to the probe wash cup to fix the leak. The wbc background was failing so the rbc and wbc apertures were bleached; indicating that there was debris in the apertures throwing off the count at startup. The fse ran startup with no leaks or background failures. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained blue leak of about 10-15 ml from below the needle and probe wipe assembly inside the coulter lh750 hematology analyzer during startup. The wbc background was failing at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.